Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported that the tip of the pk dissecting forceps instrument was starting to come apart.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of the tip was starting to come apart is confirmed. One yaw pulley is broken and missing a .210 x .060 piece, allowing the grip to move within the pulley and have a larger range of motion in yaw. Unclear how piece of yaw pulley broke. Additional observation not reported by site is a broken conductor wire. One conductor wire is broken at the yaw pulley exit, on the side opposite the yaw pulley breakage. Wire is detached from its connection at the grip. Electrical continuity failed. Yaw pulley shows no signs of arcing. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.